Manufacturer narrative:
(B)(4). Batch #: v94r2d. Additional information was requested and the following was obtained: the issue is explained to the patient and there is no trouble. When the sales rep grasped the handle, the handle did not revert to the original position, but this issue was not reported by the surgeon. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device (batch:v94r2d) was returned with the tissue pad damage melted and shifted to proximal. In addition, black coating of the blade was peeled off. Blue blade due to thermal discoloration were observed. One package material was returned (package lot:v94t4p). A non-eed ring product was returned with the complaint. The device was connected to a gen11 (1111521198) and the device did activate during functional testing. The device was passed the system check test at initiation sequence. And then, no anomalies were found during the functional test. The buttons of the actual device were worked as intended. The open and close of the jaw was worked as intended. The eeprom data in the actual device was read out by eeprom reader. Any special findings were not found. Tissue pad shift is not a common occurrence; it is possible that the pad tip made contact with something that could have shifted it. Possible causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the blade and tissue pad. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a total laparoscopic hysterectomy, it was found that the tissue pad was missing after the vaginal wall incision. The tissue pad was not found. There is a possibility that the tissue pad has been left in the patient. The tissue pad seems to be worn out severely. There is a possibility that the device touched vagi-pipe and the tissue pad fell off. The device was used on the ligament. The blade tip was not broken off. However, the issue occurred at the latter part of the operation no additional device was used to complete the case. There were no adverse consequences to the patient. No further information is available.